Manufacturer narrative:
(B)(4). Improper disconnection during therapy is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm but connected after. This occurred during drain of peritoneal dialysis therapy. During troubleshooting, it was discovered the patient disconnected without proper procedures and then reconnected. Proper procedures per the user manual were reviewed with the patient. The technical service representative had the patient cycle power to clear the alarm and end therapy. The patient planned to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.